Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. No abnormalities were observed with the download data that would indicate a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not completely move forward and the cannula was visible after pod removal; indicating the needle mechanism did not function as intended. The patient's blood glucose rose up to 400 mg/dl while the pod was worn on the patient's abdomen for between 4 and 24 hours. A new pod was applied and corrections were delivered.